Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had scope communication error b30 and scope communication error 216. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customers.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of scope communication error (b30) was confirmed and scope communication error code (e216) was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error (b30) was caused due to a faulty cable. The most probable cause of the faulty cable was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.